Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection and found sensor cannula retracted, and in full without being broken inside sensor base. Then visually found needle exposed outside and bent inside the needle hub with some damaged (broken metal needle part and its missing). Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had trouble removing introducer needle out, calibration not accepted and change sensor alert to sensor. Customer was not like to continue troubleshooting. Customer reports the sensor fractured while in the body. Customer was unsure if the sensor was still in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will be returned for analysis.